Manufacturer narrative:
Date sent: 11/21/2007. Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during lap cholecystectomy, the clips were "spitting out" the end of the device and not forming. The surgeon opened another device but had the same problem. A third device was used to complete the procedure. No pt consequences were reported. Device will not be returned.